Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure approximately 3 years post implantation due to pain, weakness, trochanteric bursitis and possible iliopsoas tendinitis. All components except the acetabular shell were removed and replaced. There is no further information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined that products under multiple MFR locations were captured in one complaint. This report should be voided and a corrected report will be filed under a new complaint number with the correct MFR number (1825034).

Event description:
Upon receipt of additional information, it was determined that products under multiple MFR locations were captured in one complaint. This report should be voided and a corrected report will be filed under a new complaint number with the correct MFR number (1825034).